Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/23/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/20/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. Upon initial inspection, the sample was observed to be intact. Since the authorization for return and examination of medical device form was not signed and/or returned, the mentor product analysis lab was precluded from further evaluating the device. The reported complaint was not confirmed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/20/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. Upon initial inspection, the sample was observed to be intact. Since the authorization for return and examination of medical device form was not signed and/or returned, the mentor product analysis lab was precluded from further evaluating the device. The reported complaint was not confirmed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: mentor smooth round high profile 420cc saline prosthesis, catalog #3503420, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round high profile 420cc saline prosthesis and experienced right sided deflation post procedure. The deflation was first noted when the implant began to shrink around (B)(6) 2019. On (B)(6) 2019 the patient went into the physician¿s office when deflation was confirmed during surgery. The device was not explanted at this date, as the physician did not have the correct replacement at the time. On (B)(6) 2019 the device was explanted and replaced.